Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. A supplemental report will be submitted upon final review of medical records by the post market clinical physician and completion of the plant's investigation.

Event description:
The nurse reported that a pt's last peritoneal dialysis treatment was on (B)(6) 2014. On (B)(6) 2014, the pt changed medical treatments to hospice and comfort measures only. On (B)(6) 2014, the pt expired.